Event description:
It was reported that intraoperatively, the "valve fractured" during an attempt to rotate. A bioprothesis was then implanted. It was reported the pt had expired due to extended perfusion time (five hrs); however, no additional info was received including when the pt expired.

Manufacturer narrative:
The results of our investigation indicated the leaflet fracture and orifice damage were most likely caused by some external force applied to the surfaces of the leaflet and orifice, which overstressed the carbon material and resulted in the damage. There was no evidence found to suggest the damage was due to an intrinsic defect in the valve as supported by the review of the valve's mfg traveler and the testing performed. The reason for the significant amount of perfusion time remains unk.